Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced kinked cannula issue and did not receive insulin. The patient's blood glucose level was 700 mg/dl at the time of this event and she experienced diabetic ketoacidosis. The patient was admitted to hospital where she received some unspecified corrective treatment which resolved the issue. The patient was hospitalized for 4 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.